Event description:
Procedure type: posterior fossa decompression with duraplasty. According to the article: a retrospective review of a single-institution experience with duraseal salant in combination with non-autologous duraplasty materials revealed 44 cases in which duraseal was combined with a collagen matrix allograft and 10 cases in combination with bovine pericardium. (B)(4). All pts were pediatric pts (less than (B)(6)).

Manufacturer narrative:
(B)(4). Use of duraseal as described in the article is considered off-label. The product instructions for use contain the following statement "the safety and effectiveness of the duraseal hydrogel has not been studied in: procedures involving non-autologous duraplasty materials that are not collagen based." In addition, use in pts less than 18 years of age is considered off-label. The instructions for use also contain the following statement under precautions: "do not use in pts younger than 18 years of age, or in pregnant or breast feeding females."